Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Microscopic inspection showed no signs of leak or entrapped air in the device. Impedance testing showed an electrical open at the distal end of the catheter; 0 and 10 cm from the distal housing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the mid to distal right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During pre-procedure testing outside the body, air could not be adequately removed, and the image appeared dark. The physician noted that priming was performed carefully, but the air could not be removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the mid to distal right coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. During pre-procedure testing outside the body, air could not be adequately removed, and the image appeared dark. The physician noted that priming was performed carefully, but the air could not be removed. The procedure was completed with another of the same device. No patient complications were reported.